Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient b3: date is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said that they had the stimulator for a while and that while they were in the hospital for three weeks in the emergency area, they didn't even have the equipment with them at all. Patient stated that they came home and powered the equipment up, however even before they left for the hospital, they were having a problem where the stimulation would turn itself off and it had something to do with MRI mode. Patient noted that they could turn the stimulation back on, however then the device would shut itself off again. Patient mentioned that they were scheduled to have an MRI on the 24th of this month and they wanted to know if there was something wrong with the unit. Pt said that they had seen no device found appear and that wouldn't normally appear. Agent reviewed screen meaning with the pt. Agent also reviewed with the pt that the ins would turn off if the ins battery got too low. Pt said that yesterday both the controller and ins batteries were at 100% yesterday and that today the controller was at 100% and the implant was at 90%. Agent redirected patient to healthcare provider to further address the reported issue. When asked for the event date, patient said that they went in (to the hospital) at the end of july and it was june or july when the issues started. Pt said that the rep had reprogrammed the ins and so they could go almost the whole week without recharging the ins instead of having to recharge the ins every day. The pt called back and stated they met with a rep in person yesterday, and they told her to replace controller. Pt stated controller is loose and they have to keep a a rubber band around it and it keeps turning stim on and off on its own. Agent reviewed replacement controller will not fix stim on/off; agent reviewed to follow up with the rep again. Pt reported they cannot find the battery pack. Email was sent to repair to replace controller and battery pack.